Manufacturer narrative:
It was reported that the mcot monitor - a13 - verizon was melted and the charging cord was melted into the monitor. The device was returned for investigation. Engineering evaluation could confirm the allegation on the monitor overheating leading to a melt. Root cause could not be determined. The monitor was sent for further testing. Philips am&d is further investigating this issue.

Event description:
It was reported on (B)(6) 2025 the patient called because the charging cable melted while charging the monitor. It was confirmed monitor is still working but patient said when they touch the monitor its hot. The patient also stated the monitor will not charge. The port in the phone is black. The port had been burned. Replacement ordered. Additional information was received from patient on 01 october 2025. The patient stated they were sleeping when monitor overheated and smelled the melting monitor charging cord while being plugged into the bathroom outlet. The patient also mentioned having a sticker irritation. There monitor/monitor charging cable was not exposed to no external environmental temperatures conditions. There was no reported property damage and no photos to be provided. There were no additional electronics plugged into the same outlet. Patient does not remember any icon symbol notification displayed on the monitor prior to the event. The patient stated the monitor was plugged into the wall and there was no extension cord or power strips used. There was no reported faulty outlet. There was no reported visible damage to the other components. There was no reported harm, injury or medical attention needed.